Event description:
Reference MFR report: 1627487-2019-05847.

Event description:
Reference MFR report: 1627487-2019-05847. It was reported that patient experienced erosion. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. The issue was resolved. It is unknown which lead was eroding and both leads will be reported.